Event description:
It was reported the doctor was using the size 52 reamer and when he pulled out the reamer it was broken.

Manufacturer narrative:
After further review, it was determined that this report was submitted in error. No further reports will be submitted unless information is received that changes this determination.